Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the ICD was explanted, while the rv lead was surgically abandoned. Both products were sucessfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the ICD was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. With the available information, boston scientific determined that this device exhibited out-of-range shock impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.